Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 11 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.